Event description:
It was reported that during a da vinci-assisted unilateral hernia repair procedure, while putting in mesh for the hernia repair, the tip of the force bipolar instrument snapped off inside the patient's body. The fragment was retrieved during the same procedure. An x-ray was performed and confirmed nothing was left inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information regarding the incident. The force bipolar instrument was inspected prior to use, and no damage or abnormalities were detected at that time. During mesh placement, a fragment of the instrument broke off and fell inside the patient, though the exact cause was unclear. The surgeon reported no functional issues or notable collisions with other instruments or materials, and removal of the instrument was smooth with no resistance or further damage observed. All fragments were retrieved robotically, with confirmation by x-ray and visual inspection, avoiding the need for additional surgical procedures, conversion, or abortion of the case. No injury to the patient occurred, and there were no post-operative complications or hospital returns related to retained fragments. No photographs or videos of the incident are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a completely broken grip tip. A piece measuring approximately 0.6155" x 0.1875" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage. The conductor wire was broken as it is designed to be attached to the grip tip.